Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated glucose readings after a meal, with a cgm value of 275 mg/dl, and had difficulty locating the meal button, during a period of postoperative stress following a recent leg procedure; the user was advised on proper high glucose protocol, not to use meal announcements to correct highs, and to allow the pump to deliver corrections. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included symptom improvement with glucose declining to 193 mg/dl and no further concerns reported. Investigation included customer education and troubleshooting regarding use of meal announcements and high glucose management. Investigation of this case revealed no device malfunction reported, with user-related use of meal announcements for correction identified as a contributing factor amid physiologic stressors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.